Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
The us customer reported buffer buildup at syringe with tissue not being stained. The field service engineer found bubbles coming from the probe assembly and replaced the syringe pump, syringe, probe and liquid sensor board. Aspiration dispense testing and slide test run were successfully performed. The instrument is fully operational, within specification and ready for the user. No harm or patient misdiagnosis was found.